Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480mg/dl. The customer had symptoms such as eyes were bad as far as the vision and a bad headache. Customer treated high blood glucose with manual injection and insulin pump also. Customer¿s current blood glucose was 380mg/dl. High pressure test was passed. Customer advised to monitor the pump and call back if problem recurs. The product was not returned for analysis.